Event description:
This is the first of three similar trocar failures attributed to the same surgeon. This is a very commonly used device in laparoscopic abdominal surgery. We are unaware of any similar failure to-date, in spite of daily usage for years. Two of the trocars in these three cases had been reprocessed by a third party re-processor, a third was a new, single use device.in one of the three patients, the tip of the plastic trocar broke off and was left in the patient's extra-peritoneal space. In the other 2 cases, the trocar's sheath broke off from its attachment to the main body of the device, and those fragments were retrieved. Manufacturer response (as per reporter) for trocar, versaport bladeless 5mm trocar.manufacturer has agreed to provide detailed report of engineer testing when completed. Manufacturer advises that the device will likely be destroyed in the process.

Event description:
This is the first of three similar trocar failures attributed to the same surgeon. This is a very commonly used device in laparoscopic abdominal surgery. We are unaware of any similar failure to-date, in spite of daily usage for years. Two of the trocars in these three cases had been reprocessed by a third party re-processor, a third was a new, single use device.in one of the three patients, the tip of the plastic trocar broke off and was left in the patient's extra-peritoneal space. In the other 2 cases, the trocar's sheath broke off from its attachment to the main body of the device, and those fragments were retrieved. Manufacturer response (as per reporter) for trocar, versaport bladeless 5mm trocar order code nb5stfmanufacturer has agreed to provide detailed report of engineer testing when completed. Manufacturer advises that the device will likely be destroyed in the process.

Event description:
This is the first of three similar trocar failures attributed to the same surgeon. This is a very commonly used device in laparoscopic abdominal surgery. We are unaware of any similar failure to-date, in spite of daily usage for years. Two of the trocars in these three cases had been reprocessed by a third party re-processor, a third was a new, single use device.in one of the three patients, the tip of the plastic trocar broke off and was left in the patient's extra-peritoneal space. In the other 2 cases, the trocar's sheath broke off from its attachment to the main body of the device, and those fragments were retrieved. Manufacturer response (as per reporter) for trocar, versaport bladeless 5mm trocar order code nb5stfmanufacturer has agreed to provide detailed report of engineer testing when completed. Manufacturer advises that the device will likely be destroyed in the process.